Event description:
A malfunction alarm with code malf 12 was reported, and there were no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and after successfully resetting, the malfunction code did not recur. Customer was informed to continue using the pump and advised to call back if the malfunction occurs again, to which the customer acknowledged understanding.